Event description:
The companion 2 driver was not in use by a pt. The customer reported that the companion 2 driver exhibited a system malfunction, single compressor malfunction, and an external battery error during system check. This alleged failure mode poses a low risk at the pt, because the issue was observed when the companion 2 driver was not supporting a pt. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.